Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and was thought to have dislodged. This lead was explanted and new lead was placed with different model. No additional adverse patient effects were reported.